Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, exploratory laparotomy, and planned colostomy reversal, it was reported that the stapler was more difficult to fire than normal. Half of the staples deployed, engaged tissue resulting in poor staple line formation and donut/tissue specimen. The surgeon fixed the issue with a hand sewn anastomosis. There was unanticipated extension of the incision by more than one inch and the procedure was converted to open. Surgery was extended by more than 30 minutes; the patient required an ileostomy and extended hospital stay. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. No reinforcement material was used. Current patient status: stable and discharged.

Manufacturer narrative:
Tracking no: (B)(4). Device was returned on 02/16/2016 post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade and the safety was observed to be broken. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3332); results (3243); conclusion (19, 61). Tracking no: (B)(4). H 3: post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade and the safety was observed to be broken. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.